Manufacturer narrative:
Product analysis: analysis found that the atrial and ventricular connectors were broken, complaint was confirmed. The device also failed functional testing for pace pulse noise and atrial baseline amplitude. The connector assembly was replaced. The main board was repositioned. Final functional testing passed. The device passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and ventricular connectors of the external pulse generator (epg) were broken. The epg was returned for service. No patient complications have been reported as a result of this event.